Manufacturer narrative:
The specific protocol(s)/processing run(s) used prior to (B)(6) 2018 to process the tissue samples exhibiting sub-optimal processing was not provided by the complainant. Manufacturer evaluation of the instrument logs showed that bottle 13 (xylene) was not in contact with the corresponding sensor for approximately five (5) seconds at 08:16am on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 08:16am on (B)(6) 2018; and a user affirmed in the instrument software that the xylene concentration in bottle 13 was to be set to the default concentration of 100% at 08:16am on (B)(6) 2018. Bottle 12 (xylene) was not in contact with the corresponding sensor for approximately five (5) seconds at 14:29pm on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 14:29pm on (B)(6) 2018; and a user affirmed in the instrument software that the xylene concentration in bottle 12 was to be set to the default concentration of 100% at 14:29pm on (B)(6) 2018. Although a user affirmed in the instrument software that the xylene concentration in bottles 13 (xylene) and 12 (xylene) was to be set to 100% at 08:16am on (B)(6) 2018 and 14:29pm on (B)(6) 2018 respectively, the actual xylene concentration of the reagent in bottle 13 remained as 74.0% and the actual xylene concentration in bottle 12 remained as 79.5%, because neither bottle was removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 13 (xylene) was used for the final clearing step in 11 processing runs comprising a total of (B)(4) cassettes, which either started or completed between (B)(6) 2018 and (B)(6) 2018; and the reagent in bottle 12 (xylene) was used for the final clearing step in three (3) processing runs comprising a total of (B)(4) cassettes, which either started or completed on (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred 08:16am on (B)(6) 2018 and 14:29pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottles 12 (xylene) and 13 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that "underprocessed specimens" had been identified from approximately 200 blocks. The complainant was unable to determine which of the two (2) instruments had been used to process the affected specimens; and reported that it was "also discovered that dedicated 70% step was not inserted in the program (has dedicated 70% bottles)". On (B)(6) 2018, leica biosystems (B)(4) received information that all cases from which sub-optimal tissue processing had been identified were diagnosable.